Event description:
On (B)(6) 2026, we received a complaint from the field (see cpt-4542 folder), from france. The customers complaint form reports that 12 months after initial surgery c5/c6 (clinical case), a screw backout has been detected on CT-scan during a follow-up visit. The patient is asymptomatic. There was no action implemented by surgeon since then. A new follow-up visit is schedulded in 6 months to check new imageries. The involved screw is part of a secured lordotic anterior cervical cage. We report this case to FDA because this device is marketed in the us.